Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not recognizing what was loaded in pyxis from meditech orders. The customer reported that when tried to pull up pyxis es, it shows the tablets loaded in the pyxis and when tried to change the inventory manually to reflect. A technical support specialist (tss) logged into ccemc (communication controller error module code), went to tcp (transmission control protocol) and found that messages were stalled in the meditech outbound es outq. The tss accessed the mbms and restarted the meditech outbound es service. Afterward, the tss returned to the queue manager and confirmed that messages for meditech outbound es were now draining. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower there was an interface issue. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.